Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a changeout procedure, the ventricular lead was unable to sense upon being connected to the new pulse generator. The lead was capped. No patient symptoms were reported. No further information could be obtained.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated the lead exhibited a capture anomaly.